Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possible premature battery depletion. The left ventricular (lv) lead had high thresholds. The device was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6949, implantable tachy lead, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2009; 3830, implantable pacing lead, (B)(6) 2009. (B)(4).